Event description:
(As was reported to co's sales rep by the chief of anesthesia). "This is the only circuit that was put aside with the specific code of 6950efiz". Dr said that it has happened on several occasions. He said "there is a hole in the circuit and he does not want to have to tape the hole".